Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, there was resistance noted by the cardiologist as the valve was about to exit the sheath tip. The valve exited the sheath and was deployed without incident. When the sheath was removed from the body, the tip had separated almost completely around the sheath radially. The sheath material was approximated back to its original location and appeared to be intact with no fragments missing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaints for "general risk - failure - sheath distal tip torn" and "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" were confirmed. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during the procedure, there was resistance noted by the cardiologist as the valve was about to exit the sheath tip. The valve exited the sheath and was deployed without incident. When the sheath was removed from the body, the tip had separated almost completely around the sheath radially. The sheath material was approximated back to its original location and appeared to be intact with no fragments missing." The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per imaging evaluation, tortuosity and calcification were present in the patient-s access vessel. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification." Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Calcification and tortuosity can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip in the process of advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation the returned device was visually inspected, and the following was observed: the liner was fully expanded as designed, the distal tip was torn radially, stretching was noted along the axial score line, the axial score line was present, and radial and angled score lines were present. Due to the condition of the returned device (e.g. Distal tip torn), no applicable functional testing was able to be performed. Due to the nature of the complaint, dimension testing was not performed. The complaint for "sheath distal tip torn" was confirmed based on the evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per imaging evaluation, tortuosity and calcification were present in the patient's access vessel. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification." Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Calcification and tortuosity can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip in the process of advancement.